Event description:
Per spontaneous call from pt, cadd ms3 pump 450203 is giving her battery alarms. She switched out to a new battery multiple times and it keeps telling her how battery and then shutting off. Pt switched to a backup pump without harm or missed doses as pt was not hooked up to pump at the time. Sending a replacement pump for tomorrow am, and pt will return pump in same box as other broken pump 451986 from last week to us in the same box. No further info available. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.